Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 19-oct-2025, UDI#: (B)(4). H3: analysis of the communicator found ¿micro usb charge port is loose¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported that for maybe 2 weeks, they have been having issues charging the communicator. The patient stated when plugged into power, the communicator looks like it charges and when done, ¿it turns blue¿ and then they turn it on, and there are no lights. On the call, the agent had the patient plug communicator into the charging cable and the patient stated they see an orange indicator light, and the patient stated sometimes that orange light will turn blue. The patient stated the communicator has been dropped and they have placed the white side on the pump while they have been sweaty. The communicator did not power on while on the call. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator.